Manufacturer narrative:
A medtronic representative, following-up at the site, reported the surgeon traced under the eyes and did not include any posterior anatomy. On 04/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. The navigation system showed as 4 millimeters in the lateral direction when navigating in the maxillary sinus. The site continued with use of the equipment during the surgery. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and confirmed the tracer pattern was not to protocol. Software is functioning as designed. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods.